Event description:
We received a report that an intraocular lens (iol) was explanted from the patient's left eye after he could not adapt to the multifocality of the iol. The report indicated that a regular incision was made and the lens cut in half and explanted. No injuries due to the explant. During the same procedure, a monofocal lens was implanted.

Manufacturer narrative:
The returned sample was inspected at the manufacturing site under 10x microscope magnification. Visual inspection revealed that the lens was received cut in half, with part of optic missing and surface residual adhered to both sides of the optic body compatible with handling of the lens. The cosmetic condition observed in the sample returned is consistent with a lens that has been used and explanted. No cosmetic defects related to manufacturing were found in the returned lens. Based on the manufacturing record review, the documentation showed that the production order was manufactured according to product specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: (B)(6). MFR report # should have been 2648035. All pertinent information available to abbott medical optics has been submitted.